Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that the lock scr ã¸2 self-tap l6 tan 1u I/clip was found the head threads and shaft threads stripped, therefore the reported allegation can be confirmed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the lock scr ã¸2 self-tap l6 tan 1u I/clip would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: a manufacturing record evaluation was performed for the finished device part: 04.503.606.01s, lot: 8452p58. It was electronically reviewed and no non-conformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 15-nov-2023, manufacturing site: jabil bettlach, expiry date: 01-nov-2033. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this was an orif for the mandibular fracture performed on (B)(6)2024. The screw in question was attached to the screwdriver in order to fix the plate, and it was inserted into the bone. When the screw tip entered the bone slightly, the cross section of the screw head got stripped and the screw could not be inserted. The surgery was completed successfully without any surgical delay. Patient status is stable. No further information is available. This report is for one (1) 2.0mm ti matrixmandible locking screw slf-tpng 6mm this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. E3: reporter is a j&j sales representative. The product was returned to depuy synthes for evaluation. H3, h4, h6: visual inspection of the returned sample found that one of the coupling prongs was broken off. This condition of the device was consistent with a component failure that was caused by exposure to unintended forces while usage. Furthermore, scratches were also found at the surface of the device. This type of damage is consistent with other tools and hard edges coming in contact with the device, properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the soft tiss attach j-shap f/red forceps would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to a component failure, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The drawings reflecting the current and manufactured revisions were reviewed: part # 03.111.751. Lot # 102627. Manufacturing site: werk selzach logistik. Release to warehouse date: 03.nov.2020. Expiration date: n/a. Supplier: - (B)(4). A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.